Event description:
The MFR received info alleging an everflo caught on fire while in use. The customer received superficial burns to face, neck, chest and arms and has been hospitalized for treatment of burns. The device has yet to be returned to the MFR for eval. A f/u report will be filed when the investigation is complete.